Event description:
It was reported that during a hip procedure, it was noticed that the implant was sticking out of the sterile packaging. There was no direct patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source mexico. The product is in process of being returned for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: type of investigation, remove code 4114 ¿ device not returned. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Return of the product does not alter the previous investigation as the root cause remains attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the provided photos found the inner sterile pouch is torn and there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Sterility has not been breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information reported.